Manufacturer narrative:
Revision occurred approximately 12 days after the first revision due to dislocation. The root cause of the problem is unknown. No actaul,implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026, approximately 12 days after the first revision surgery which occurred on (B)(6) 2026. No fall or other trauma reported. Based on comparing usage forms only 36mm +6 humeral cup stability and +9mm humeral spacer was explanted due to dislocation of unknown cause. These parts were replaced with 36mm +9humeral cup stability and +9mm humeral spacer. Fx v135® humelock stem ta6v ø40/16 l. 120mm cementless ti/ha was not replaced.